Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported "impossible to remove the safety lock from the needle." No other information was provided.